Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, wires became loose after large hem-o-lok clip applier instrument fired. The procedure was completed with no reported injury. Isi obtained the following information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Surgeon did not experience any issues with instrument motion when using the clip applier. Issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement or unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side. Issue occurred on the 1st application and a backup was used to resolve the issue. The instrument was sent out to isi for analysis however no photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.